Event description:
The customer reported the evis exera iii video system center display a b30 error. The event occurred during procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer attempted a second cart however the issue persisted. Tac instructed the customer to turn off the cv/clv-190 and the image was resumed on one of the carts. The customer had the maj-1430 connected. Tac asked the customer to remove the maj-1430, and image was obtained on both devices. The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a failure of the scope communication by connecting the 190 scope slowly while only the scope cable is connected with the power on. The event can be detected/prevented by following the instructions for use which state: -before connecting or disconnecting the endoscope, videoscope cable, oes video converter, and camera head, be sure to turn off the video system center. Otherwise, the charge-coupled device (ccd) may be destroyed. Olympus will continue to monitor field performance for this device.